Manufacturer narrative:
The manufacturer received information from the manufacturer's service center that an internal li-ion battery permanent failure error code was observed the device's error log for a trilogy 100 device. There was no serious patient harm or injury that occurred or was reported. During the evaluation it was noted that the device's internal battery was found to have caused the error code to occur on the device. In conclusion, the device's internal battery needs replaced to address the issue. There were no repairs made to the device for this issue. The root cause is confirmed at this time. Additionally, during the service of the device, the cable clamp, front and base enclosure cases need replaced for physical damage unrelated to the reportable issue. The internal battery needs replacing for another error code, urgent reminder, which was unrelated to the reportable issue. The rubber feet need replacing for missing on the device. This was unrelated to the reportable issue. The system board needs replacing for the liquid crystal display, which was unrelated to the reportable issue.

Event description:
The manufacturer received information from the manufacturer's service center that an internal li-ion battery permanent failure error code was observed the device's error log for a trilogy 100 device. There was no serious patient harm or injury that occurred or was reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.